Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pen needle failed to fully retract which resulted in a needle stick injury. Exposure to bodily fluid occurred. Post exposure blood work was tested for blood contamination.

Manufacturer narrative:
Investigation results: no samples or photos were returned for analysis. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.